Event description:
A doctor of optometry reports one custom patient with topographically -observed "central islands" (corneal irregularities) following a bilateral custom myopia laser procedure. There was no injury/impact associated with the right eye and is being submitted as a malfunction under manufacturer report number 1061857-2007-00054. This report is for the left eye. Pre-op bcva for the left eye was 20/20+, at 3 weeks post-op, bcva was 20/20-. An addition post-op exam was provided from the 1 month exam, but bcva for the left eye was not provided. Ucva improved from 20/cf to 20/30- at the one month post-op exam. Additional information has been requested. Surface irregularities associated with laser refractive surgery can interfere with vision. Some irregularities spontaneously resolve after several months. Patients with persisting irregularities may be treated with alternative methods including spectable correction, contact lens correction or surgery.

Manufacturer narrative:
Investigation including root cause determination is in progress.